Event description:
The sister of a (B)(6) old male pt called zoll customer support to report that the pt was treated at home on (B)(6) 2011 and had received a burn. The pt received three more treatments at the hospital. The pt expired on (B)(6) 2011 after suffering an anterior lateral myocardial infarction.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the equipment was found to be fully functional. No deficiencies were discovered. At 16:50:17 on (B)(6) 2011, svt (162 bpm) was detected that transitioned to vt (240 bpm): the vt spontaneously terminated to two normal beats three seconds prior to the first shock. The post-shock rhythm was a sinus rhythm (98 bpm) the pt reportedly received a burn from the treatment, but his assertion could not be confirmed. The belt appropriately deployed all gels to minimize the risk of the pt receiving a burn. Bradycardia that transitioned to fine vf was detected at 00:35:29 on (B)(6) 2011 and the pt received an appropriate treatment at 00:36:08. The post-shock rhythm was a fast idioventricular rhythm (90bpm). A second vf arrhythmia was detected at 00:37:38, and another appropriate treatment was administered at 00:39:02. The rhythm was converted to three normal qrs beats that then degenerated to fine vf. A fourth treatment was delivered at 00:39:26. The post-shock rhythm was asystole that transitioned to bradycardia. At 00:55:34 bradycardia (40bpm) degenerated to asystole. The device was shutdown at 00:57:13. Asystole is considered a non-treatable rhythm. The device functioned as designed. Device MFR date: monitor sn (B)(4), manufactured 07/2011. Electrode belt sn (B)(4), manufactured 06/2011.